Event description:
The customer reported that the handswitch exposure button was sticking during a procedure. There is no report of tp injury.

Manufacturer narrative:
A ge rep performed an over-the-phone investigation. The hand switch was identified as being defective and a replacement was sent to the customer. No conclusion can be drawn as further info is unavailable. This malfunction may have resulted in a possible accidental radiation occurrence.